Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (producing faults / not charging properly) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon evaluation, the q1 transistor was shorted and there was contamination on the battery board. The cause of the inability to charge the battery packs is the shorted component and contaminated board. The cause of the shorted component is the contaminated board. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was producing faults and not charging the battery packs properly.